Event description:
A malfunction was reported with the pump, but no notable events occurred prior to this issue. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s health. Technical support took action by arranging a replacement pump, providing storage mode instructions, and advising on steps for the new device. The customer was instructed to use a backup insulin pump or multiple daily injections in the meantime and to return the faulty pump within 10 days.